Event description:
It was reported that the system 9800 failed to boot initially. Eventually, the system initialized properly and the procedure was completed. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The cpu was replaced. The system was tested and found to be working as intended and placed back into service.